Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that the CT angiogram of the patient's abdomen revealed possible splenic laceration with central pseudo aneurysm resulting in a moderate sized perisplenic hematoma. On (B)(6) 2015, the patient reportedly underwent an interventional radiology angiogram where the bleed was unable to be located and the embolism was aborted. It was reported that the patient was discharged home on (B)(6) 2015.

Manufacturer narrative:
(B)(4). Approximate age of device - 3 months. A correlation between the device and the reported splenic infarct and splenic bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. The patient remains on vad support. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient called the vad clinic on (B)(6) 2015 with complaints of new acute onset of a sharp pain in the left lower quadrant with mild nausea. The patient was instructed to visit the clinic and a chest and abdominal CT scan was performed that indicated a splenic hypodensity consistent with an infarct and an irregular hypodense fluid collection along the anterior mediastinum. The patient was admitted for further evaluation. A transthoracic echocardiogram was performed to assess for aortic root thrombus and the results were unrevealing. A CT angiogram of the patient's abdomen was completed on (B)(6) 2015 and revealed splenic bleeding. The patient was in the intensive care unit for two days and remained ongoing in the hospital. No additional information was provided.